Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. During night drain cycle five, the patient's ultrafiltration reading was 894ml, indicating the home patient drained 894ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4) the occurrence/therapy date of the event is unknown because the event history log was found to be partially corrupted. The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.